Manufacturer narrative:
(B)(4) sample will not be returned for evaluation as it was discarded by the customer.

Event description:
Reference MDR# 3010532612-2015-00023 for the first event and MDR# 3010532612-2015-00024 for the second event involving the same patient. It was reported that while in the cath lab the berman catheter was inserted. During "machine angiography the balloon burst, the injection was the maximum delivery rate 6ml/s used." As a result, the catheter was removed. It is unknown if a 4th attempt was made with another berman catheter. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a delay / interruption in the procedure however no harm to the patient was reported. Additional information received on 01oct2015 stated that the contrast media used was "solutrast" 370. The staff followed the instructions for use when prepping the berman catheters. The user did use the controlled stroke syringe to inflate the balloon. The berman balloon was pre-tested prior to insertion. The patient outcome is listed as fine. The 4th berman catheter was not the same lot number and the procedure was completed successfully.